Event description:
Reportedly, a loss of capture of the atrial and left ventricular lead occurred and on (B)(6) 2025, a replacement of both lead occurred.

Manufacturer narrative:
Analysis synthesis: review of quality documents confirmed that both leads were manufactured and approved in accordance with all specification requirements during the final inspection. Review of the available patient files indicates that during the follow-up on (B)(6) 2025, the left ventricular (lv) capture threshold had increased from 0.75 v at implantation to 2.5 v. On (B)(6) 2025, a drop of the atrial impedance was noted, from 500 ohms to 360 ohms, along with a decrease of the atrial sensing amplitude from 6 mv to 1 mv. The atrial sensing remained at 1 mv on (B)(6) 2025. As no x-ray images were provided, potential lead dislodgement could not be assessed. The reported issue could not be investigated, as both leads (from the same packaging unit) were lost during transit to the expertise site. If the leads can be recovered, a full analysis will be conducted.

Event description:
Reportedly, a loss of capture of the atrial and left ventricular lead occurred and on (B)(6) 2025, a replacement of both lead occurred.